Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the sigmoid colon during an endoscopic submucosal dissection procedure performed on (B)(6)2024 during the procedure, an attempt was made to slide the slider in order to detach the clip from the delivery system. However, the clip failed to separate as intended. The clip was grasped again, and the same operation was repeated, but it still couldn't be properly detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event.